Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed the following events: residual whitish foreign material in the auxiliary water channel and foreign material at the bending section cover or distal sheath (black covering of the bending section). However, the material could not be identified and may not be removed because reprocessing could not be conducted properly. Due to damage on the jet tube, water tightness is lost. The event can be prevented by following the instructions for use which state: the suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU). Instructions for use (IFU) states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection . Instructions for use (IFU) states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited residual whitish foreign material inside the jet-tube and bending section cover adhesive with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.